Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tip detachment occurred, and the device fragment was not retrieved. A 300 cm, 8 cm v-18 control wire was selected for use in a peripheral angiogram with intervention procedure. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery (pta). The wire was manipulated prior to insertion to create an angle and was used in a challenging chronic total occlusion (cto). The wire was introduced through an introducer to shape the tip, then advanced through a 6f sheath and a non-boston scientific support catheter. During navigation, the distal tip of the wire detached in the pta and was left in the vessel. A new v-18 control wire was subsequently inserted, and the procedure continued; however, the vessel could not be opened, which was unrelated to device performance, as the artery was completely occluded from the start. There were no patient complications as a result of this event, and the patient is expected to fully recover.